Event description:
Cardiac rhythm management (crm) received this device at the post market quality assurance laboratory for routine analysis post explant; patient death. No allegations against device function or longevity communication with returned product.

Manufacturer narrative:
Initial laboratory analysis confirmed the device was not programmed off post explant and received for disposal in monitor+therapy mode. Prior to receipt, the device incurred an internal reset and consequently, reverted into a fallback status. Further analysis remained ongoing. A reset was confirmed, which resulted in the observed error message. Following the reset, the device reverted to a safety fallback mode with limited programmability in which single zone pacing and defibrillation therapy were available. Detailed analysis isolated the cause of the reset to an attempted capacitor reformation that occurred at the same time the crt-d was performing a battery voltage measurement.